Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible under delivery anomaly not confirmed. Per (B)(4) - prin software engineer: based on the pump history analysis, the pump performed as expected. The only devices that communicated with pump were devices that been associated with the pump sometime prior to the start of the recorded pump history, which started on (B)(6) 2024 19:01:00.000. All insulin suspensions were a result of valid events (usersuspended, alarmsuspended, and notseated) that by design, lead to delivery suspension. In addition, insulin delivery was resumed when the events were addressed (userselectsresume and userclearsalarm). Cybersecurity - hacking allegation was not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 17-mar-2024 in the pump history file. (B)(6) 2024 00:04:21.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:09:21.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:14:21.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:19:21.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:24:33.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:27:03.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1glucosecorrection (6). Normalbolusamountprogrammed: 9000 (0.9 u). Bolusamountdelivered: 9000 (0.9 u). (B)(6) 2024 01:09:22.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 01:14:21.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 01:20:01.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 10000 (1 u). Bolusamountdelivered: 10000 (1 u). (B)(6) 2024 01:29:34.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). Please see below for the daily total of all insulin delivered on the event date 17-mar-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 279250 (27.925 u). Dailytotalofbasalinsulindelivered: 94250 (9.425 u). Dailytotalofbolusinsulindelivered: 185000 (18.5 u). There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 17-mar-2024 in the pump history file. (B)(6) 2024 10:06:49.000 insulindeliverystopped (30). Reasonfoinsulindeliverysuspension: usersuspended (2). (B)(6) 2024 16:26:47.000 insulindeliverystopped (30). Reasonfoinsulindeliverysuspension: usersuspended (2). (B)(6) 2024 17:02:06.000 insulindeliverystopped (30). Reasonfoinsulindeliverysuspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 17-mar-2024 in the pump history file. (B)(6) 2024 08:46:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2024 09:03:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2024 09:54:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). (B)(6) 2024 10:06:49.000 batteryremoved (55). (B)(6) 2024 10:06:49.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 10:07:02.000 batteryinserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value 13.3mmol/l was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 10:59:59 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Cybersecurity - hacking allegation was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cybersecurity-hacking allegation and possible under-delivery anomaly. The customer reported a blood glucose value of 19 mmol/l. The customer reported hyperglycemia, hyperglycemia, malaise, hypertension and dehydration treated with an insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, other, other. Troubleshooting was performed and the issue was unresolved. The event involved product(s) mmt-1885. The customer reported concern with pump cybersecurity and/or a hacking allegation. Customer advised to upload to carelink. Customer experienced a high/low blood glucose event due to a hacking allegation. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.